Manufacturer narrative:
All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted, all conductors were stretched, the outer insulation was pulled apart (overstress), the outer insulation had a cosmetic depression, there was apparent explant damage and visual analysis only was performed. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression and visual analysis only was performed. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression and visual analysis only was performed.

Event description:
An allegation from an attorney indicated "the equipment used, failed. Two years later" the patient "had to have it all removed and replaced. They replaced it with the same type, which failed again. With that, I feel that they have left myself and her four kids without a wife and mother."